Event description:
It was reported that the patient received multiple inappropriate shocks due to sensing difficulties. There was low battery voltage on the device, so the device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery depletion was found to be normal.